Event description:
It was reported that the patient presented to the managing physician on (B)(6) 2015 at which time the pump was empty and was alarming. The alarm began on (B)(6) 2015. There was swelling at the pump site for an unknown reason and they were unable to fill the pump. The physician told the patient that the pump may have been leaking at the refill port. The pump stalled on (B)(6) 2015 and would not restart because the patient was out of medication and the physician did not have medication on hand. The motor stall had not recovered as of the date of the report. It was noted that there was no magnetic resonance imaging (MRI) prior to the pump stalling; however, it was stated that the stall was due to electromagnetic interference (emi). The physician set the pump to minimum rate and supplemented the patient with oral baclofen until the patient¿s next appointment the following week. The patient was admitted to the hospital. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11165r69, implanted: (B)(6) 2002, product type catheter. (B)(4).